Event description:
The customer reported that the system exhibited 'precharge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe sys batteries, battery charging pcb and charging system were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.